Event description:
On (B)(6) 2024, it was reported by a sales representative via *(B)(4) that an ar-6485 pump was pumping 500 ml less. Not aware of a case, no patient was affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-6485 synergy cw4 arthroscopy pump serial number: (B)(6) was received for investigation. The returned device was visually inspected and no problems were noted. The returned device was assembled with an ar-6410 lot# 73988853 and was tested and evaluated under normal use conditions to see if the issue reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine, and the returned device was observed the function as intended. During functional testing, a 1000ml graduated cylinder was used to measure the fluid used by the ar-6485 synergy cw4 arthroscopy pump. Fluid was collected over a period of one minute in three separate instances. For the first sample, the flow rate displayed on the pump ranged from 760-770 ml/min, and the volume recorded in the graduated cylinder was approximately 710ml. For the second sample, the flow rate displayed on the pump ranged from 730-750 ml/min, and the volume recorded in the graduated cylinder was approximately 720ml. For the last sample, the flow rate displayed on the pump ranged from 720-730 ml/min, and the volume recorded in the graduated cylinder was approximately 680ml. These results indicate no problem with the flow rate reading of the ar-6485 synergy cw4 arthroscopy pump. No problem found.